Event description:
Facility alleges 5th use dialyzer allergic reaction. Lower back pain, chest pain, and shoulder pain at onset of treatment. Medical intervention alleviated symptoms. Treatment restarted with same dialyzer without further complications.